Event description:
A male patient with a previous history of lymphoma, underwent aaa repair in 2009. The patient's aorta was encompassed in lymphoma, so it was impossible to perform an open repair. There was a large piece of calcium distal to the left renal. This calcium led to a type I endoleak. The physician placed two stents of another manufacturer's. The endoleak was resolved.in 2009, a proximal type I endoleak (1820334-2009-00405) was noted and an additional main body extension was placed for more support, as well as re-ballooning of the previously placed stents from the other manufacturer. The leak was diminished significantly. The status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.